Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument arced and the instrument edge turned black, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized melting near the grip base. Additionally, the instrument was found to have dried residue on the clamping pulleys. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument arced, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument arced and exhibited signs indicative of thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument sparked, and the instrument edge turned black. A backup instrument of same type was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected prior to use with no abnormality. During the procedure, arcing occurred between the instrument jaws while dissecting the tissue. The instrument was connected properly and was in used with the monopolar curved scissor and prograsp forceps instruments. In addition, the tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The erbe generator was set at 3 cut and 3 coagulation. The patient had no injury and has not returned to the hospital due to experiencing any post-surgical complications. The customer confirmed that no fragment fell inside of the patient. It was unknown what caused the issue to occur. Photographic images of the device(s) or a video recording of the procedure was available for isi review.